Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Patient correspondence: patient claims to suffer from pain. Update 1/23/2017- authorization forms sent to patient. Update 2/08/2017- second follow-up sent to patient for forms. Update 2/22/2017- no forms have been received. Follow-up actions are complete. Update jul 5, 2017: litigation received. In addition to what was previously reported, litigation alleges limitation on adl, elevated metal ions, and metallosis. Changing reportable decision from no to yes. Complainant information was updated. Update oct 24, 2017: pfs and medical records received. In addition to what were previously alleged, patient also alleges macular degeneration and vitreal detachment, erratic thyroid blood counts, nerve pain in the right foot and hand, and auditory impairment which were all may be due to metallosis. Surgeon also states that pain will be permanent due to the erosion of the external rotator and capsule caused by metallosis and pseudotumors. After review of medical records for MDR reportability, it was stated that the patient was revised to address painful right total hip replacement. Revision notes reported egress of clear straw colored fluid, gray thickening of the synovium circumferentially and eroded external rotators and capsule.